Manufacturer narrative:
The results of the investigation are inconclusive since the product was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was observed that the patient's implantable cardioverter defibrillator was oversensing post sensed t-waves during a ventricular tachycardia episode. Programming changes were completed. The patient was stable.